Event description:
I began experiencing symptoms of breathlessness and chest pain along with an inability to exercise due to breathing and asthma like symptoms. I had been using my CPAP machine on a daily basis and began ordering replacement pieces and supplies due to a belief that it was an error in my cleaning methods causing my issues. I saw the recall and all of my symptoms suddenly made sense. I had made changes to pressure and gotten a supply store to check the machine at the time for unrelated pieces. I have not been able to walk further than a few hundred meters at a time due to this breathlessness, and I have gained weight as a result as well. It has further caused intense mental distress as I underwent many types of medical testing as I believed it to be unrelated to my machine for a long time prior to the recall. Other tests were performed, however, they were prior to the recall and did not demonstrate anything conclusive because they were testing for other conditions.